Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a time that the patient's therapy was not working. The caller stated they used the patient programmer to check therapy status. The caller indicated that the therapy was off, because they stated that the issue was resolved when therapy was turned on. The caller did not know how or why the therapy was off. The caller initially stated that the event occurred "months ago" when the patient had their previous 2 ins batteries implanted, but then they stated that the event happened "last year" in 2020. Because it was unclear as to when the event occurred and which ins batteries were active at the time of the event, agent linked the previous 2 ins batteries in addition to all ins batteries that were active during the year 2020.